Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported kink was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the perclose proglide instructions for use states: do not use the perclose proglide smc device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged of defective. The investigation determined the reported kink is likely due to inadvertent mishandling and subsequent treatment appears to be related to circumstances of the procedure. A conclusive cause for the reported failure to achieve hemostasis could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in both common femoral veins was attempted using three proglide devices prior to an interventional electrophysiology pulmonary vain antrum isolation procedure. Reportedly, the sheath of the devices was at the wrong angle, kinked, when the devices were removed from the packaging. The proglide device sutures were successfully preplaced at both common femoral arteries. After the electrophysiology procedure the sutures of two proglide devices successfully closed one access site. At the other access site the sutures were tightened, but hemostasis was not achieved. Hemostasis was achieved by applying manual compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.